Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was subsequently reported that the right ventricular (rv) lead exhibited known rv lead high thresholds, low amplitude r wave, potential under-sensing and a possible micro-dislodgement which occurred soon after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a dislodgement. The rv lead outputs were programmed to max and the lead remains in use. No patient complications have been reported as a result of this event.